Manufacturer narrative:
Additional information: the returned pedicle screw was evaluated. The threads within the tulip were fractured. The cause is attributed to the compressor which was used with the screw; the compressor had a bent tip which prevented the tulip from aligning properly when the closure top was introduced to the construct. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the threads inside a pedicle screw's tulip sheared off during surgery after multiple attempts to install the closure top. The screw was removed and replaced with an alternative screw to complete the procedure. There were no reports of patient impacts associated with this event.